Manufacturer narrative:
During the technical site visit, fse (field service engineer) could not duplicate issue but replaced vacuum pump 2, puf board, vacuum tubing set as preventive action. Fse completed sir (service installation record) to specification. The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows multiple successfully performed treatments. The energy was stable during the whole day. The reported treatment could be identified in the logfile. According to logfile the treatment of the patient's left eye was aborted after the suction warning messages. It could be possible, that the patient moved or rolled his eye and so the suction was lost. The user performed a vacuum check successfully. Review of the logfile for the treatment day prior to the corresponding treatment day shows no relevant warning or error message. No technical root cause is detectable. The system was working within specification. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, a suction warning during lasik flap creation of the left eye; the flap creation was stopped. The patient was switched to photo refractive keratectomy for the left eye and the treatment was completed.